Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that at 6:30 p.m. She performed a blood glucose test with her contour next link meter and obtained a reading of 22 mmol/l. Usually, the customer experiences hyperglycemic symptoms with high readings, however, in this scenario, the customer did not have any symptoms. The customer received insulin bolus based on high reading and ate dinner. At 7:30 p.m., the customer was feeling unwell and tired, so she went to lie down. At 10 p.m., the customer's husband tried to wake her up, but she was unresponsive. The customer's husband called an ambulance, who arrived at 10:20 p.m. And performed a blood glucose test with their meter and obtained a reading of 2.8 mmol/l. They administered glucagon to the customer, but she had a seizure. The ambulance took the customer to the hospital where another blood glucose test was performed at 11 p.m. And a reading of 2.3 mmol/l was received. In the hospital, the nurse gave intravenous glucose, jellybeans, juice, and a sandwich to the customer, and an hour later the customer recovered well. The customer stated that she was unsure if the seizure was related to the hypoglycemic event, as she was diagnosed with a heart murmur in the hospital. The nurse had the customer's meter, therefore, the nurse was advised to return the meter for evaluation. The nurse provided a replacement meter to the customer. Therefore, the replacement meter was sent to the nurse.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, the in-house contour next link meter was tested with the in-house contour next test strips from lot # 9lpec02a using a blood sample, which gave a satisfactory performance.